Event description:
It was reported that on (B)(6) 2013 the pulse generator exhibited premature battery depletion. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis of the pulse generator found that a discrepant integrated circuit caused a high current drain, resulting in premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.